Event description:
The optivantage dh injector from mallinckrodt has broken -I believe it is 6-pre filled i.v. Contrast syringes during injections. All have been reported to mallinckrodt. My concerns are that mallinckrodt is not addressing this issue, I don't think they have reported the problem to you as a known issue. I hear we were the first to have such a problem and our injector was swapped out for another, we then replaced the faceplates which mallinckrodt believes is the problem. They have provided me with 2 additional faceplates. They have another faceplate that they are manufacturing but is not quite ready. However, my concern is they know the faceplate is faulty, and yet nothing has been done except provide me with the same faceplate that is probably faulty. I don't know if they have reported their findings to you or not. I feel that this is a hazard that can be avoided prior to a severe problem occurring.